Event description:
This case was initially received via regulatory authority (u.s. Food & drug administration, reference number: mw5110938) on 29-jul-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycle"), heavy menstrual bleeding ("heavy periods"), fatigue ("fatigue"), back pain ("lower back pain"), pain in extremity ("leg pain"), arthralgia ("knee & hip pain"), alopecia ("hair loss"), tooth disorder ("dental issues"), headache ("headaches"), migraine ("migraines"), malaise ("malaise,"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), night sweats ("night sweats"), urinary tract infection ("urinary tract infection"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), constipation ("constipation"), mood swings ("mood swings"), anxiety ("anxiety"), dizziness ("dizziness"), feeling abnormal ("brain fog"), acne ("acne"), muscle spasms ("muscle spasms"), dyspepsia ("heart burn") and flatulence ("gas"). At the time of the report, the pelvic pain, menstruation irregular, heavy menstrual bleeding, back pain, pain in extremity, arthralgia, alopecia, tooth disorder, headache, migraine, malaise, abdominal distension, abdominal pain lower, night sweats, urinary tract infection, breast tenderness, constipation, mood swings, anxiety, dizziness, feeling abnormal, acne, muscle spasms, dyspepsia and flatulence outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, acne, alopecia, anxiety, arthralgia, back pain, breast pain, breast tenderness, constipation, dizziness, dyspepsia, fatigue, feeling abnormal, flatulence, headache, heavy menstrual bleeding, malaise, menstruation irregular, migraine, mood swings, muscle spasms, night sweats, pain in extremity, pelvic pain, tooth disorder and urinary tract infection with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5110938) on 29-jul-2022. The most recent information was received on 12-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), menstruation irregular ("irregular menstrual cycle"), heavy menstrual bleeding ("heavy periods"), fatigue ("fatigue"), back pain ("lower back pain"), pain in extremity ("leg pain"), arthralgia ("knee & hip pain"), alopecia ("hair loss"), tooth disorder ("dental issues"), headache ("headaches"), migraine ("migraines"), malaise ("malaise,"), abdominal distension ("bloating"), abdominal pain lower ("cramping"), night sweats ("night sweats"), urinary tract infection ("urinary tract infection"), breast pain ("breast pain"), breast tenderness ("breast tenderness"), constipation ("constipation"), mood swings ("mood swings"), anxiety ("anxiety"), dizziness ("dizziness"), feeling abnormal ("brain fog"), acne ("acne"), muscle spasms ("muscle spasms"), dyspepsia ("heart burn") and flatulence ("gas"). At the time of the report, the outcomes for pelvic pain, menstruation irregular, heavy menstrual bleeding, back pain, pain in extremity, arthralgia, alopecia, tooth disorder, headache, migraine, malaise, abdominal distension, abdominal pain lower, night sweats, urinary tract infection, breast tenderness, constipation, mood swings, anxiety, dizziness, feeling abnormal, acne, muscle spasms, dyspepsia and flatulence were unknown. No causality assessment was received for essure with regard to menstruation irregular, fatigue, pelvic pain, back pain, pain in extremity, arthralgia, alopecia, tooth disorder, headache, migraine, malaise, abdominal distension, abdominal pain lower, night sweats, urinary tract infection, breast pain, breast tenderness, constipation, mood swings, anxiety, dizziness, feeling abnormal, acne, muscle spasms, dyspepsia, flatulence or heavy menstrual bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.